Manufacturer narrative:
The mayfield xtriad skull clamp (a1108) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned device found no device deficiencies that would have contributed to the reported complaint. The device passed all specific functional testing requirements except for the lock having rotational movement. When the unit is properly positioned and put under pressure the unit would not have slipped. Unrelated to the complaint issue, upon disassembly, it was noted that the index knob and the lock needed new components added to replace worn internal parts. Unit was machined to have heli-coils added to large starburst threads, general maintenance and cleaning performed and worn components were replaced. Root cause - probable root cause is improper or suboptimal placement of the mayfield system on the patient. Service & repair (s&r) could not duplicate slippage. Further investigation by quality engineering observed no additional deficiencies and confirms the findings of the s&r report. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2022-00291. A facility reported that a patient sustained a 2mm laceration during use of the mayfield triad skull clamp (a1108) while being positioned from supine to prone. The treatment required sutures and the mayfield to be removed, which delayed the case about 30 minutes. The patient did well after surgery.